Event description:
It was reported that left bundle branch block (lbbb) occurred. Vascular access was obtained via a left transfemoral approach. A 25mm lotus edge valve was successfully implanted. The patient was transferred from the operating room when lbbb occurred. The patient was observed for two (2) days with the temporary pacing being placed. It was further reported that balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter. Two (2) days post index procedure, the temporary pacing was removed. The patient has been discharged and is fine.

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that left bundle branch block (lbbb) occurred. Vascular access was obtained via a left transfemoral approach. A 25mm lotus edge valve was successfully implanted. The patient was transferred from the operating room when lbbb occurred. The patient was observed for two (2) days with the temporary pacing being placed.